Manufacturer narrative:
Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number: k46f20; cartridge position: loaded; drivers present in cartridge, present/prox 3 on 1; firing knob position: back/partial, partially back; gagspace pin position: good; hook latch position: open/closed, closed; instrument halves: joined/separate, seperated; knife condition: good; staples present? Formed/unformed, in dwon drivers and swing tab position: locked/unlocked, locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. It appears possible that inadvertent movement of firng knob may have contributed to reported incident. This is evidenced by proximal drivers being in up position and lock out being in locked position. It should be noted that cartridge is designed to lock-out of any staples have been fired from cartridge. Swing tab (lockout) was reset on returned cartridge. Instrument was then fired with returned cartridge and it fired and formed remaining staples as desinged with no difficulties noted. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported the device was used during a colectomy procedure. It was reported by the affiliate that the device jammed on the third firing at the beginning of the firing cycle. The device was removed and there was a small bowel leakage. The surgeon cleaned the area and used a new device to complete the procedure. There was no patient consequence.